Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received indicating that the cadd administration set was taking 10-20 minutes to prime and it was displaying an air in line issue. There was no reported injury or adverse events.